Event description:
Nor-epinephrine bag was infusing with the volume to be infused (vtbi) entered equal to the bag contents. The pump alarmed infusion complete although the bag was relatively full. There was an upstream occlusion, the tubing was still clamped, the pump never alarmed that there was an upstream occlusion and still counted down the volume to zero.